Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 120-130 mg/dl. In addition, it was reported that no insulin was observed exiting the infusion set tubing during the load process. Reportedly, the customer changed the cartridge to resolve the issue.